Manufacturer narrative:
Event summary: as reported, during a right renal flexible ureteroscopic lithotripsy procedure, the user attempted to advance the basket of a 'ngage nitinol stone extractor' into the endoscope and found that the basket could not be closed. The user attempted to close the basket several times and the basket was deformed when opened. The user used a new 'ngage nitinol stone extractor' to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One device was returned to cook for evaluation in open original package. A visual exam notes damage to the basket wire sheaths, and the basket wires are bent preventing proper open and closing of basket formation. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. The information provided upon review of complaint file, device history record, complaint history, and quality control documents provide evidence to support that the device was manufactured to specification. Cook also reviewed product labeling. The product IFU provides the following information: important: excessive force could damage device. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause of the issue could not be conclusively determined. Excessive force may have been inadvertently applied to the device; however, no information was known regarding device handling. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: customer occupation : unknown. G4: PMA/510(k) number : exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a right renal flexible ureteroscopic lithotripsy procedure, the user attempted to advance the basket of a 'ngage nitinol stone extractor' into the endoscope and found that the basket could not be closed. The user attempted to close the basket several times and the basket was deformed when opened. Ther user used a new 'ngage nitinol stone extractor' to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.